Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a skin reaction was reported. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they had an allergic reaction to the sensor adhesive patch I which their skin was red at the sensor insertion site. It was indicated that the patient treated the affected area with a prescription of cavilon as a barrier. No additional patient or event information is available. No product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.